Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electro surgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. The unit had a c-83 fault. The unit will be sent to original equipment manufacturer (OEM) for repair. The complaint regarding a recoverable c-82 error was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting c-82 error messages, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The iesu is pending fa. The complaint regarding c-82 error messages was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer encountered repeated c-82 errors after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the customer encountered repeated c-82 faults on the integrated electrosurgical unit (iesu). The customer was still able to activate energy. There was no troubleshooting done at the time as the system was working normally. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with field service engineer (fse): the fse tested the system and found that the errors were intermittent.